Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is hwc. (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. The subject device is not expected to be returned to the synthes manufacturer for evaluation as it was missing from its packaging. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. The subject device was missing from its packaging. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: dec 23, 2015. Expiration date: dec 1, 2025. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during surgery to treat a forearm fracture on (B)(6) 2017, when the surgeon opened the package of 404-set ((B)(6)), the cortex screw was not in there. The surgeon tried to use different sized screw but it didn¿t fit. There is no information available for reporting regarding the patient and surgical outcome. There was no surgical prolongation reported. This report is 1 of 1 for (B)(4).